Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision took place approximately 24 months post operatively due to rod slippage and screw fracture. Patient was revised on (B)(6) 2018. (Related to 3004774118-2018-00171, 3004774118-2018-00177, and 3004774118-2018-00179)

Manufacturer narrative:
It was reported that a mesa polyaxial screw was fractured approximately two years post-operatively, while several other mesa pedicle screws reportedly slipped axially along a rod. The screws were returned, visually and microscopically inspected. The fractured screw was confirmed during this analysis. The fracture face exhibited beach marks, consistent with failure in fatigue. The remaining screws exhibited signs of use, but otherwise no other discrepancies were visible. Post-operative x-rays were not available for review, so the axial slip could not be confirmed, nor could a root cause be determined. These devices are intended to be an adjunct to spinal fusion. It could not be determined if fusion was achieved. Incidence of pseudoarthrosis could allow for continued dynamic motion within the construct, which may contribute to a failure of this nature. Additionally, it was reported that the patient may have been participating in moderately strenuous activity, which could also have introduced unanticipated loading within to the construct, leading to the axial slip along the rod. All available manufacturing an inspection records were reviewed for the subject lots, and no relevant discrepancies were discovered. Correction: concomitant products: from 801-036540 lot efrj06x to 801-36540 lot efrj06x.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings

Event description:
On (B)(6) 2018, it was reported to k2m, inc. That a revision took place approximately 24 months post operatively due to rod slippage. Patient was revised on (B)(6) 2018.